Manufacturer narrative:
(B)(4).

Event description:
It was later reported that no change that the patient was aware of at the time. The health care provider did find that the device was set on the wrong program. The hcp switched the program first and patient was shown how to know which program it showing and how to change it. It was also noted that the feeling of stimulation only in the leg has not been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0s15w, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that patient has not had any falls, accidents or traumas but did have a foot surgery and device was not turned off. It was reported that stimulation was not uncomfortable. She only felt stimulation in her legs when she increases stimulation and before it was in the bicycle seat region. The patient symptom reported stimulation in wrong location, increase in urinary frequency and loss of stimulation. The stimulation felt in legs only, makes legs wiggle. The change in therapy/symptoms has gradually increased in symptom. No further information was reported. Further follow up is being conducted to obtain additional information. The indications for use for this patient were gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.